Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a 53-year-old female patient who had essure (ess205) (batch no. 620742,621810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation were performed on the same day". The patient's medical history included depression in 2008, uterine bleeding, c-section and hydatid cyst. Concurrent conditions included cervical dysplasia, leiomyoma nos, hyperplasia endometrial, chronic cervicitis, hydatid cyst, urinary tract infection, pyelonephritis, cellulitis, intra-abdominal abscess, abdominal pain, fever, lethargy, pyelonephritis, obesity, follicular cyst of ovary, light-headed and cancer. Concomitant products included venlafaxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/on the right side would get sharp pains") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: on 04-may-2007, essure was placed in the left ostium without difficulty, with 4 coils showing following placement. An essure device was then placed in the right ostium without difficulty, with 4 coils showing following placement diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on 24-jun-2007: 1. Benign leiomyomata. 2. Benign proliferative endometrium. 3. Chronic cervicitis with focal squamous metaplasia, no residual dysplasia seen. 4. Benign ovaries with benign follicular cysts. 5. Right cystic hydatid.. Ultrasound scan - in june 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record: medical device monitoring error lot number: 620742 manufacture date: 2006-08 expiration date: 2008-07. Lot number: 621810 manufacture date: 2006-12 expiration date: 2008-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a 53-year-old female patient who had essure (ess205) (batch no. 620742,621810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation were performed on the same day". The patient's medical history included depression in 2008, uterine bleeding, c-section and hydatid cyst. Concurrent conditions included cervical dysplasia, leiomyoma, hyperplasia endometrial, chronic cervicitis, hydatid cyst, urinary tract infection, pyelonephritis, cellulitis, intra-abdominal abscess, abdominal pain, fever, lethargy, pyelonephritis, obesity, follicular cyst of ovary, light-headed and cancer. Concomitant products included venlafaxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/on the right side would get sharp pains") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation and dysmenorrhoea outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: on (B)(6) 2007, essure was placed in the left ostium without difficulty, with 4 coils showing following placement. An essure device was then placed in the right ostium without difficulty, with 4 coils showing following placement diagnostic results (normal ranges are provided in parenthesis if available): caesarean section - on (B)(6) 2007: 1. Benign leiomyomata. 2. Benign proliferative endometrium. 3. Chronic cervicitis with focal squamous metaplasia, no residual dysplasia seen. 4. Benign ovaries with benign follicular cysts. 5. Right cystic hydatid.. Ultrasound scan - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following event was described in patient's medical record: medical device monitoring error. Most recent follow-up information incorporated above includes: on 19-jun-2019: new event added from pfs- dysmenorrhea (cramping) was added. Event added from medical record- essure insertion and endometrial ablation were performed on the same day. Event outcome of event pelvic pain was reported as recovered/resolved. Pt for event ¿perforation¿ was updated to uterine perforation. New lot number was added. New indication was added. Patient¿s demographic details were added. New concomitant and medical conditions were added. New lab data was added. New reporters were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the implant). Essure (ess205) was removed in (B)(6) 2015. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.